Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 12/12/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast reconstruction with mentor smooth round moderate profile 325cc saline prostheses. Deflation on the left breast prosthesis along with tenderness was diagnosed post procedure through a visual examination. Possible capsular contracture baker grade unknown was also indicated on the right breast. As a result, the patient will undergo removal and replacement with unspecified mentor saline prostheses on( B)(6) 2019. This report is for the right breast prosthesis. See manufacturer report number 1645337-2018-07505 for the contralateral prosthesis.

Manufacturer narrative:
Additional information received on 3/20/2019 indicated the patient experienced bilateral ptosis and underwent removal and replacement with saline mentor smooth round moderate profile 350cc, catalog number 3501655, lot number 7647436, serial number (B)(4) (l) and (B)(4) (r). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the device contained no fluid. White material was observed within the device and no foreign material was observed on the shell surface. During the initial the device appeared intact. No anomalies were discovered. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Since this pi is related only to an adverse event, is not possible to address any failure or damage of the device to a patient injury. At this time is not possible to determine the origin of the white material found on the device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).